Event description:
It was reported that the insulin pump alarmed motor error and other error during priming process. The blood glucose reading was 140 mg/dl. The customer stated that the device alarmed motor error instead of low reservoir. He confirmed that the device had not been dropped nor bumped prior to receiving the alarm. The customer was able to rewind the insulin pump. Advised the discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion and was unable to prime during the prime test due to a faulty force sensor resistor. No alarm for a loose drive support cap was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.